Event description:
It was reported that the pump touch screen was faded to a point where it is difficult to press buttons in the middle of the screen. There was no adverse impact to customer¿s blood glucose level. The customer will continue to use current pump.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.